Event description:
Report provided by the end user states that they have experienced a blister on the ostomy, most probably because a 35mm size hole is being used and is too tight. The end suer shall test moldable wafer for more wearing comfort. The end users subsequent outcome was not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.